Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported leakage of piccline detected during repositioning. Admitted only a week ago. Sluggish to flush, gets no backflow. Flushes 30 ml nacl, after this pat feels a soreness in the arm. Has a swelling in the underside of the upper arm, sore there. Is also sore a bit below the piccline, closer to the arm fold towards the outside of the arm. Leaks a little nacl when flushing that runs along the hose. Suspicion of leakage. Piccline nurse inspects and consults with colleague. Piccline may be pulled. Pulled out uncomplicated, but it has a clear hole of about 2 mm where the hose is also folded, this 5cm into the hose, from the connector. Directly grabs the hose above the crack so as not to risk it cracking completely. No other information was provided.